Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed due to a faulty lamp. It was determined the lamp life meter was reading over 500 hours, indicating lamp life expired. Based on the result of the device evaluation, the problem is attributed to maintenance. As stated in the instructions for use, "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described."

Event description:
A user facility reported to olympus that no light was coming from the equipment and the scope could not be used. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem was failure in the electronic components of the igniter board due to long-term use, or because the life of lamp itself expired.